Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, a partial lead was returned in one piece. Visual inspection found two internal insulation abrasion breaching the ring electrode and right ventricular cable lumens with intact cable coating and inner coil lumen between shock coils.